Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm and power error detected alarm and turned off after changing different batteries. Customer was able to clear the alarm and rewind the insulin pump. The customer did receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue use of the device.

Event description:
The product was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned device for an alleged unexpected battery power loss, charge/battery lasts less than expected, blank display and this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. On september 08, 2022. Device passed displacement test and self test. Device failed active current measurement and sleep current measurement due to high current due to moisture damage on electric board device successfully downloaded to thump. Blank display was not noted during analysis. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing. The device downloaded history confirmed the device alarmed low battery alert on september 08, 2022 at 07:12:00.000, power loss alarm on september 08, 2022 at 23:41:07.000, and battery failed alarm on september 08, 2022 at 23:39:22.000. Error 25 was not noted in device downloaded history or traces. Device was cut open to perform visual inspection and found moisture damage¿on the electric board, motor and force sensor.¿ additionally corroded battery tube was noted. Test the following were noted during visual inspection: pillowing keypad overlay. Unexpected battery power loss and charge/battery lasts less than expected were confirmed due to moisture damage on electric board. Blank display and this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. Were not confirmed during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.